Event description:
It was reported that the patient experienced an infection. As such, the entire system was explanted to address the issue. The date of explant and site of infection is unknown. Reportedly, the infection has resolved.

Manufacturer narrative:
Date of event is unknown. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.